Manufacturer narrative:
Based on the information provided by the provider/patient, there is no conclusive evidence that supports or opposes that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction.

Event description:
The provider/patient reported the following: the patient reported watery eyes. Excessive saliva and swallowing. Mucus. Irritated throat. Redness around mouth. Immediate headache last night when I removed aligners to eat. Heart palpitations and skipping beats. Burning and irritation in chest.